Event description:
A report was received that the pt was having pocket site pain. The physician determined that the proximal end of the lead had come out of the ipg. A pocket revision was performed and the ipg was replaced.